Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was producing an e216 error which indicated a communication problem. The issue was found during regular maintenance. Inspection and testing of the returned device found error code e315 which prevented any image from being displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be confirmed. Additionally, the device evaluation found the adhesive around the light cover glass, optical cover glass, and distal end was worn, the colored rings on the aspiration housing and air/water housing were worn, the identification label was missing, there was fluid leakage on the scope connector, the angulation functions were out of specification, and the electrical safety test was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.